Manufacturer narrative:
A philips remote service engineer (rse) reached out to the customer who declined service and repair. Additional information was not provided by the customer so the reported problem could not be confirmed. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that they are missing rooms and alarms at central station. The device was in use on patient at time of event, there was no adverse event reported.